Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: pump returned with visible moisture in the display lens and in the battery compartment. Pump has audible sound but no vibration and it does not go to the verify screen. The attempt to download the pump history and black box was unsuccessful. Damage to the pump case was observed between upper right corner of the display lens and the case seal. Battery compartment is cracked under the bumper grip. Pump fails in-house leak test due to crack between upper right corner of the display lens and the case seal. Removed pump cover; internal moisture confirmed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had been treated in the emergency room for a blood glucose of 287 mg/dl with symptoms of dehydration and a headache. Upon troubleshooting, customer support found that there was visible moisture behind the display. This complaint is being reported as the patient experienced hyperglycemia and the pump's waterproof feature had been breached.